Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(4)): setting of perfusion w/o difficulty. Good venous return and then stop. Slight withdrawal of the catheter. Catheter broken and catheter remained in the vein. Pt examined by a surgeon who didn't find the catheter tip. Ref MFR 9610825-2014-00192.